Event description:
Overdelivery reported. The pump was set to infuse fentanyl 50mcg/ml. Patient controlled analgesia dose of 50 mcg with a 6 minute pt lockout and an extra 5mcg loading dose allowed every one hour for breakthrough pain. A nurse reports setting the device up to 9pm. Upon returning to check on the pt at approx 9:20-9:30pm, the entire vial (1500mcg/30ml) was empty. The pt reportedly has chronic pain for which she rec'd fentanyl and "has a high tolerance" to it. She reportedly did not experience any adverse effects. The pump was switched out. No add'l info was available.